Event description:
The user facility reported a 36-year-old male with cardiomyopathy was implanted with an impella device for mechanical circulatory support. After inserting the impella pump and starting support, there was a decrease in purge flow and increase in purge pressure. There was also an alarm. The purge cassette was replaced, but there was no improvement. It was noted as there was a high risk of the impella pump stopping, it replaced with a new impella pump, which worked without any problems. There was no report of patient harm.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
Additional information received indicated the impella 5.5 device was received from the customer for evaluation. According to clinical, impella 5.5 inserted surgically via right axillary artery. D5w with sodium bicarbonate used in purge solution. Soon after insertion and starting support, clinical team noted a decrease in purge flow and an increase in purge pressure. Purge cassette was replaced and did not resolve issue. Decision was made to remove pump and replace with a new impella 5.5 that worked without issue. Data logs were not received for evaluation/analysis. However, the impella 5.5 pump was received, and inspection of the returned pump showed no evidence of biomaterial, or a kinked purge line was noted. Purge gap was clear, and no biomaterial was present in pump cannula or on impeller blade. High purge pressure reproduction testing was performed. Pump was placed in bucket and purged for approximately 10 minutes and high purge pressure did not reproduce. Pump was then turned on to p-9 run for 5 minutes and high purge pressure alarm was triggered. The pump catheter was then cut below motor housing and purge fluid was able to flow through the catheter up to where it was cut. The motor housing was attempted to purge again with a needle and no purge was able to pass through. The pump cannula was cut off and impeller blade was pulled gently to widen the purge gap to check for biomaterial. No biomaterial was found within the purge gap. Impeller blade was cut off to view purge gap fully from motor housing and no abnormalities were noted. A motor teardown was performed, and no abnormalities were observed on magnet or within motor. Once magnet was removed from motor, purge was able to flow through motor housing. Product history review revealed the pump passed all post-sterile inspection checks. Clinical details noted that high purge pressure was observed soon after pump was started. Purge cassette was changed in attempt to resolve issue without success. The root cause of the high purge pressure cannot be determined as location of purge blockage was unable to be found and no data logs were returned. Correction was made to the following fields(s)/section(s): d4: model number corrected. D6a: implant date populated. D6b: explant date populated.